Event description:
It was reported that a pt's lead and generator were explanted due to a (B) (6) infection at the generator incision site. The surgeon indicated that the pt picked at the site and also has a problem with personal hygiene and sanitation. The site was completely picked and manipulated to the point that the generator pocket had been breached and was full of pus. The site was irrigated with betadine and the wound was packed with betadine. The pt's caregiver indicated that the pt will develop an infection any time any type of surgical intervention is taken. The surgeon stated that he is not sure he can re-implant the pt due to the high risk of infection caused by pt manipulation. The explanted lead and generator have been returned to the MFR and product analysis is currently in process. The DHR for the lead and generator were reviewed and sterility prior to shipment was confirmed.

Manufacturer narrative:
Eval, method: device mfg records were reviewed. Results: review of mfg records confirmed sterilization for both the generator and lead prior to distribution.